Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system displayed a prompt indicating ¿out of range of motion¿ and the surgeon¿s left master tool manipulator (mtm) arm allegedly was unable to advance. Troubleshooting was attempted by installing another instrument into the universal side manipulator (usm) arm that was being controlled, followed by retesting the removed instrument into another usm arm and redocking all the usm arms; however, the issue was persistent. The surgeon elected to convert the procedure to open surgery. The customer informed an intuitive surgical, inc. (Isi) clinical sales representative (csr) after completing the open surgery. The csr reported the issue to dvstat and the customer received phone assistance from the technical support engineer (tse). Upon verification, tse inquired which usm arm was exhibiting the issue; however, the customer was unable to provide further information. A system log review was not performed as the system was not connected to the onsite network at the time of the call. The tse later called back in after confirming an isi clinical territory associate (cta) was currently at the customer site. The tse instructed the cta to further troubleshoot. The cta connected the system to onsite, and the tse confirmed no related issue on any of the usm arms. Tse instructed the cta to exercise the usm arms and confirmed no resistance with the arm movement. Isi attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a system prompt and an inability to control a universal surgical manipulator (usm) arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) followed through and contacted the customer site to further investigate the reported event. The fse contacted the clinical territory associate (cta) and gathered information. The fse further reviewed the system logs and confirmed no system issue. Fse confirmed with the customer that the system was placed under observation and no issue was observed during subsequent procedures. The fse inquired about the specific part or arm that allegedly had the issue during the event; however, the customer was unable to provide information. No site visit was conducted. The fse confirmed that the system was working properly, and no additional action was required as the issue was resolved. System issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, avoiding a procedure conversion; however, in this case, the procedure was converted to open. This is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to an alleged persistent issue with controlling the usm arm.